Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal on the bottom case was removed/broken. The investigation found the device had a major cracked on bottom case also cracked on right plunger case. The pump event history showed no error related to the reported problem found in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, unable to calibrate the force sensor. The force sensor does not operate as intended as a result of normal wear. The pump is over 13 years old. The root cause of the reported issue was due to normal wear. The technician replaced force sensor. Performed maintenance (pm) and all functional testing which passed.

Event description:
It was reported that the force sensor not calibrating. No patient injury was reported.